Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Patient reported right side "exchange of textured devices due to patient's concern with product." Healthcare professional reported right side capsular contracture, baker grade iii as well as exchange from textured to smooth. Patient further reported rupture. The device has been explanted.